Event description:
The lock came off. The medical procedure was successfully completed by manually holding the target device.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The lock came off. The medical procedure was successfully completed by manually holding the target device.